Manufacturer narrative:
Per 3mensio imagery, the patient had tortuosity and calcification in access vessel. The devices were returned to edwards lifesciences for evaluation. During visual analysis deep scratches 4 inches long from distal tip were observed and the sheath was unexpanded. There were deep scratches along the sheath,  stress mark ½ inch from the distal tip, and deep scratches on the distal tip. The sheath tip was unopened with material stretching and soft tip damage. Due to the nature of the complaint, functional testing and dimensional inspection were unable to be performed. The complaint was confirmed through visual inspection. DHR review did not reveal any manufacturing non-conformance related issues that could have contributed to the reported events. A lot history review revealed one other similar complaint. However, no manufacturing non-conformances were identified during evaluation. A review of complaint history on confirmed device complaints (returned and no product returned) from december 2019 to november 2020 revealed other similar complaints. However, no manufacturing non-conformances were identified. The IFU, device preparation training manual, and procedural training manual were reviewed for instructions/guidance for preparation and use of the devices. Per the procedural training manual, sheath insertion: the proximal tapered end of the sheath is larger in diameter. Hydrate sheath but do not wipe off hydrophilic coating. Insert the sheath with the edwards logo facing upward so the seam remains down to ensure proper sheath performance. Insert slowly with continuous motion to minimize friction. Ensure fully expandable portion remains completely within the vessel for proper hemostasis. Ensure the sheath tip is inserted beyond the aortic bifurcation (above the renal arteries). Note: do not use if the sheath is damaged (i.e. Kinked or stretched). Additional considerations: heparin should be given prior to sheath placement to ensure act greater than or equal to 250sec. Use stiff wire (peripheral access only) in case of peripheral tortuosity. Utilize wires. Apply tension to wire to provide firm rail of placement. Always observe fluoroscopy during insertion. Proper screening is critical to reducing vascular complications. Additional considerations: know position of sheath tip in the aorta. Push force can vary due to angle insertion, vessel diameter, tortuosity and degree of calcification. Do not force sheath. Once inserted, suture the sheath in place. Ensure sheath is wet before inserting. Ensure adequate vessel access. Do not use with tortuous or calcified vessels that would prevent safe entry of the introducer sheath. Insert sheath with edwards logo facing upward until the sheath tip is past aortic bifurcation (above the renal arteries). Suture sheath in place and remove dilator. Intermittently flush sheath with heparinized saline per standard technique. Sheath removal: remove the suture securing the sheath. Remove the sheath entirely without torqueing ensuring the edwards logo is facing upwards. Do not reinsert the sheath at any time during removal. Hemostasis will be maintained if the sheath is partially removed past the partially expandable section. Have an appropriate dilator already to occlude the vessel if required. Appearance of the sheath upon removal. Some curvature of sheath may be present. Ripples along the seam are normal. An open tip and seam are to be expected. It is important to remember through the procedure to: initially inserted the introducer sheath with the edwards logo facing up. Suture the sheath in place. Once completed, remove the sheath completely with the edwards logo facing up. Remove the sheath without torqueing. Do not reinsert the sheath at any time. No IFU/training deficiencies were identified. During manufacturing, the esheath and components are inspected several times throughout the manufacturing process.  In addition, product verification testing was performed on a sampling basis and all testing met specifications.  These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformances contributed to the reported events. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. The cause of the vascular dissection is unknown however may be due to patient factors (possible inadequate vessel size, calcium) and/or procedural factors (pre-dilation with a balloon angioplasty).  The complaint was confirmed based on the condition of device return. However, no manufacturing non-conformance was identified during the evaluation. A review of the DHR, complaint history, lot history, and manufacturing mitigations did not provide any indication that a manufacturing nonconformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. Per the report, it was not possible to introduce a 16fr esheath in the patient due to a calcium spur. The calcium in the vessel did not allow a full insertion of the esheath. Review of 3mensio imagery provided shows mild tortuosity and calcification of the access vessel. The presence of calcification and tortuosity may have contributed to the resistance felt upon insertion of the sheath, as this can create a challenging pathway for sheath insertion. Additionally, the sheath damage and soft tip damage, soft tip damage and deep scratches along the sheath observed on the sheath can be attributed to calcium nodules in the vessel interacting with the sheath during advancement. Available information suggests patient (calcification, tortuosity) factors contributed to the reported event. The complaint for sheath shaft ¿ insertion difficulty ¿ in patient was confirmed. However, no manufacturing non-conformances were identified during evaluation. Available information suggests that patient factors (calcification/tortuosity) contributed to the reported event. However, a definitive root cause was unable to be determined at this time. The cause of the vascular dissection is unknown however may be due to patient factors (possible inadequate vessel size, calcium) and/or procedural factors (pre-dilation with a balloon angioplasty).  No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor risk assessment is required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
UDI number: (B)(4). The investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), during implant of a 29mm sapien 3 valve by transfemoral approach, it was not possible to advance the 16fr esheath due to calcium. The calcium in the vessel did not allow for full insertion of the esheath. A percutaneous angioplasty was performed with an 8mm balloon to open the vessel, and a second 16fr esheath was attempted without success. A dissection was observed at the access site and a stent was placed. The case was aborted. At the time of the report, the patient was stable. As per medical opinion, the perceived root cause was the calcium present in the vessels.